Event description:
Report was received from FDA medsun reporting form, the hospital reported the patient was taken to MRI with the MRI compatible pumps and tubing to infuse levophed and vasopressin. In the MRI area, the pumps and tubing were setup without any problem. After entry into the MRI room, both pump channels MRI pumps started to alarm occlusion. The patient's lines were assessed for occlusion or kink and none were found. About 30 seconds later the pumps alarmed code 1003. The patient became hypotensive and was quickly moved back to the MRI waiting room. Other non-MRI pumps were brought down to MRI waiting area, these were attached to the IV central line. Patient's blood pressure improved, but she did turn ashen and become less responsive during the time until non-MRI pumps arrived. The patient was sent back to micu until more stable. No patient injury was reported from this event.

Manufacturer narrative:
Investigation results: the occurrence of the service code 1003 was observed on channels the pump was not infusing at this time, and some motion or vibration to the pump probably occurred to trigger the service code alarm. The examination of the pump in (B)(4) 2015 determined the product was found to require repair to allow it to operate to specification. Investigation conclusions: from the available information, the cause of this event was the motor failure, indicated by service code 1003, which prompted the pump to stop the infusion. The examination of the pump's history/event log confirmed the occurrence of service code type 1003 as reported by the hospital. Service code 1003 is designed to detect a potential pump malfunction when the channel a pump shaft should not be moving, but movement is detected. During this event, the channel a pump motor shaft moved when no infusion was in progress, and the failsafe system monitoring triggered the alarm. The examination of the pump determined the pump's motor mounting was out of adjustment, and allowed excessive pump shaft movement due to vibration when the pump experienced significant shock or vibration. Proper adjustment of the motor/pump shaft assembly reduces the possibility of this service code from occurring in the presence of excessive vibration or shock. Additionally, other repairs were necessary for the product that also led to alarms during the event. The 1138 operator's manual's section 5 describes that if a pump indicates any service code, it should be removed from use and referred to qualified service personnel for repair. There is no information that indicates if this was done for the previous occurrences of this alarm. Follow up contact was made with the hospital following receipt of the medsun report, and the hospital's biomedical engineer involved with the repair activities in (B)(6) 2015 was questioned if the repair was involved with an event, and he stated he was not aware that any medsun report was made or sent. He was also asked if, since the (B)(6) 2015 service repairs, if any new problems have occurred, and he confirmed no other problems have been seen since that time. The product's operator manual indicates that when any service code is reported, the product should be referred to qualified service personnel for examination or repair. For reference, the service code 1003 is described in the product's service manual. No further action is considered necessary at this time. For completeness. (B)(4).